Event description:
Consumer complaint of about high blood results. Performed blood test - 452 mg/dl. Caller states he normally ranges from 130-150 mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (452) and the lowest normal result (130) is located in zone c. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).